Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that hair was present in the sterile package. No further details have been provided.

Manufacturer narrative:
This supplemental report is being submitted as the non-conformance (nc) has been closed and no further action is needed. As this is a recurring issue, the reported event was investigated and concluded in another complaint file, that on review of operators within all the clean rooms identified all adhered to required standards; however, it was identified that sterile gloves worn within the clean room left wrists exposed, leaving product open to contact with operator¿s skin which could result in the transfer of hair. Further noted that adequate ppe within the clean room environment and awareness of dress when entering all manufacturing areas including the clean room environment, or gowning instructions in relation to gloves covering coverall cuffs were not given. Corrective actions for update to protocol was performed for the gloves covering coverall cuffs and personnel attire in the cleaning environment. No further action required. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Corrected data: (manufacturing date). A batch record review indicates no discrepancies; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Preventive maintenance (pm) were reviewed and all were completed to schedule. Machine logs were reviewed and there was no issue relating to the complaint. The production monitoring program did not list any issues for this batch relating to the complaint. A photograph was received for this case; a hair was visible but the identity and origin of the 'contaminant' could not be determined. A non-conformance (nc) has been raised to investigate this issue and this complaint will remain open until the investigation has been completed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on february 10, 2017. (B)(4).